Manufacturer narrative:
The pod was received with no evidence of blood on the device. Investigation under magnification found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The pod was received fully deployed. No damages were noted to the housing, formed needle under magnification, or the soft cannula despite the tear that could have contributed to the reported infusion site event. The exact cause of the reported infusion site event could not be determined. Investigation of the returned device found the exposed portion of the soft cannula to be torn at the needle tip. The pod data does not indicate any struggle to deliver insulin. The exact cause and timing of the cannula damage could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone17.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 320 mg/dl after approximately 4-24 hours of wear on the leg. It was further noted that upon pod removal, the infusion site exhibited significant bleeding accompanied by swelling and irritation. The patient applied a new pod and successfully resumed therapy. The device was returned for investigation, and a damaged cannula was identified.